Manufacturer narrative:
Results and conclusion summation - thrombosis, as listed in the promus instructions for use, is a known adverse event associated with coronary stenting and is not necessarily an indication of a product quality issue. There was no report of any device malfunction at the time of the stent implant and the procedure was completed successfully. In this case, it is likely that the ptci is a secondary effect of the thrombosis. However, a conclusive root cause for the reported pt effects, and the relationship to the device, if any, cannot be determined.

Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: thrombosis requiring medical intervention. Device issue: no device malfunction has been reported. It was reported that the pt came in with acute stent thrombosis of a promus stent. There is no info known about where, when, or who implanted the stent or the part/lot #. The thrombosis was treated with another balloon proximal to the promus stent and a xience stent (size unk) was implanted. No additional event or pt info is available. You are receiving this MDR report from abbott vascular because boston scientific corp distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.